Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient experienced chest pain and dyspnea. It was reported that the right ventricular (rv) his bundle lead exhibited high thresholds and subsequently was not capturing the myocardium. The lead was reprogrammed and a temporary competitor lead was placed. Subsequently, the his bundle lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Event description:
It was also reported the event occurred post operatively.